Manufacturer narrative:
The manufacturing site ID was previously reported as #(B)(4). Additional review indicates the correct manufacturing site ID is #(B)(4).

Event description:
Additional information noted the patient's indication for use was for fecal incontinence.

Manufacturer narrative:
Please note this date is approximate. It was reported the "lead was placed in 1996." (B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative the patient "had lost therapy." X-ray examination of the patient found the lead had migrated anteriorly (inward). The patient's lead was successfully removed and replaced as a result of the event. There was no patient harm, injury, or death from the event. Additional information has been requested; a supplemental report will be filed if additional information is received.